Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported a blood glucose value of 45 mg/dl. The customer suspended the insulin delivery system to bring back the blood glucose to normal range. The event involved product(s) mmt-7040a, mmt-242a, mmt-1884, mmt-332a. Troubleshooting was not performed and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There was no information about the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-242a. The customer will discontinue the use of the device. Product return is required for mmt-1884. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. Successfully downloaded history files and traces using thump. On the event date of 24-mar-2025, there is no unexpected alarm (s)/ suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 24-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file, there were no unexpected pump error (s)/ alarm(s) noted 2 days prior to the event date of 24-mar-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.25 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked case, a scratched case and a serial number label missing. The pump passed all the required testing. Unable to verify customer alleged for low bgs. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.